Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27102. It was reported that the patient presented to the hospital with symptoms of troubled breathing due to infection. During examination, it was noted that there was vegetation on the right ventricular (rv) lead. The left ventricular (lv) lead and the rv lead were explanted along with entire system on (B)(6) 2021. The patient was sedated on ventilator before, during and after procedure. There were no adverse consequences to the patient.